Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. Additionally, physical damage (dent, scratch) was confirmed where foreign material remained. Therefore, the root cause of the reported event is unable to be determined. The detection method is described in the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope. Prevention measures are described in the instruction manual tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the issue was found during a device check prior to a procedure. The device was replaced and there was no effect on the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional evaluation results. The device was returned and evaluated by olympus. Evaluation found the air/water and suction cylinder was discolored, switch #1 was damaged, the scope cover was cracked, the insulation capacity could not be obtained due to a cut on the heat shrinking tube of the forceps elevator lever, the plug unit was cracked, the scope cover unit was discolored, the bending angle in the down and left direction did not meet the standard value due to wear of the angle wire, the cover of the light guide bundle was damaged, the connecting tube had foreign material, the distal end had foreign material or stain, the adhesive around the objective lens was cracked, the light guide lens was cracked, the lever arm had corrosion, the coating of the universal cord was peeled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation cables of the evis exera iii duodenovideoscope were loose. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a gap at the distal end and there was foreign material inside. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and angle wires were stretched. Also, evaluation found the insertion tube was caught and pinched, the coating of the universal cord was peeled, the light guide lens was cracked, the distal end adhesive was deteriorated, the scope connector was damaged, the control body was damaged, the scope cover labeling was damaged, the instrument channel port was deformed, the angulation control knob was damaged, the light guide bundle was torn, and the lever arm was corroded. This event is under investigation. A supplemental report will be submitted upon receiving additional information.